Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance 3 times due to low blood glucose with the most recent event on (B)(6) 2017 with blood glucose of 27 mg/dl at the time of the incident. The customer was at 147 mg/dl at the time of the call. The customer was given intravenous dextrose and food to treat. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and the customer blames the infusion sets for the lows. Customer has been experiencing lows since june. The insulin pump will not be returned for analysis.